Event description:
A customer observed repeatable discrepant toxoplasma igg results on a pt sample tested on the vitros eci system. The discrepant results were not reported. False negative results may lead to inappropriated physician action. There was no report of pt harm as the result of this event.